Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous right coronary artery (rca). Following the advancement of a guidezilla guide extension catheter, a 20 x 4.00 promus premier drug-eluting stent was advanced but significant resistance was encountered. The device was removed and it was noted that the stent became lifted. The procedure was completed with a 3.5 x 20mm promus premier stent. No patient complications were reported and the patient's status was good.